Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's device has been off because it has not helped her and has been turned off for about 6 months. The patient stated that she didn't use it anymore because it never really worked for her and she was planning on getting it removed. The patient mentioned that it stopped working a couple of years ago and didn't really stimulate anything. The patient changed her diet to help but the device didn't do anything for her. It was also mentioned that the device did work at first and that her body must have gotten used to it. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient didn¿t know what led to the device not helping; it just wasn¿t working for them and stopped alerting them ¿the need to go.¿ it was stated that the healthcare professionals said only an ileostomy would help the patient. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was not sure what led to the issue, it just didn't help their fecal incontinence. It was reported that their doctor had changed the program wiring to try to resolve the issue, but it only helped for a while. They were told to have an ileostomy and to decide if that was wat they wanted to do. No further patient complications are anticipated or expected as a result of this event.